Event description:
It was reported that while the ventilator was connected to a patient, it measured a lower o2 concentration than set. There was no patient harm. (B)(4).

Manufacturer narrative:
The reported alarms for o2-concentration low were not reproduced during test of the returned oxygen gas module in a reference ventilator. No alarms were generated during ventilation. According to the service report, it was the air gas module that was exchanged. The received device log file also show that the air gas module is the faulty part and confirms the reported problem. From the production data it could be concluded that gas modules with different serial numbers were installed at the time of production of the ventilator. The received oxygen gas module was produced just one week before the reported event on this ventilator. Our conclusion into this matter is that the cause is a faulty air gas module. This air gas module was replaced but has not been returned for investigation.

Event description:
(B)(4).